Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection confirmed that the upper right part of the main body case and the bottom battery holder part were cracked. It is presumed that the cause was the impact caused by the main unit dropping. The replacement case for this item is no longer available. The device will be returned to the customer without repair. There is no history of repairs for this device. The reported problem could not be related to previous ICU medical repairs.

Event description:
It was reported that the product has exterior damage. Event occurred while checking before use, there was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.